Event description:
On june 25, 2007, a medwatch uf/importer report number 5201380000-2007-8007 was received by integra lifesciences corporation. The medwatch reported the following incident: the patient developed a post-operative infection after having a suboccipital craniotomy for lesion resection. The patient underwent left retrosigmoid excision of an acoustic neuroma. One month later, the patient developed wound drainage. Two months after the drainage was discovered, it increased which required re-admission to the hospital the following month (four months after the initial surgery). The device was implanted in 2006 and explanted in 2007. The same year, a microbiology operative culture revealed gram stain rare pmns. The medwatch further reports that the patient had a history of thyroidectomy, stomach stapling, anxiety, depression and gerd. The medwatch also reports the following devices involved in the incident: brand: durepaire, manufacturer: medtronic neurological technologies; catalog number: 62105; lot number: 060837; implant date: 2007. Explant date: 2007. Brand: impact bone filler, bone cement; manufacturer: osteomed lp; catalog number: 39-2100. Implant date: 2007; explant date: 2007.

Manufacturer narrative:
Integra lifesciences corporation is filing this MDR because our product was identified as being used in associated incident. As two dura replacements are identified in the report, the reporting facility has been contacted for clarification of the actual device used. The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.